Event description:
During priming of a dialysis treatment, there was an occluded saline line at the cartridge end. There was no pt involvement.

Manufacturer narrative:
The affected product was not sent by the facility. Without the affected product for analysis, the MFR is unable to determine the exact nature of the failure. Based on the report description, this may have been an obstruction of the saline line at the connection with the cartridge or the male luer, possibly caused by an excess of solvent combined with a lack of air flow during the assembly due to operator not following the proper assmebly technique; or caused by a molding process problem which blocked the male luer lock or the cartridge port where the tubing is bonded. However, since no product was available for investigation, this report remains inconclusive as to the source of the reported incident. A failure investigation was conducted by the MFR using blood tubing sets from the suspect lot number. Fifteen unused samples were inspected and saline lines tested for occlusion using an air flow. No failures were found. Since no product was returned to the MFR for investigation, it is difficult to determine the exact cause of the reported problem. However, testred samples of the same lot number found no failures. Therefore, no further reporting is anticipated. The MFR will continue to monitor and trend. A reveiw of the device history record for the suspect lot number indicated no other related complaints. Failure codes: f.code bts30. Customer contacted: no. Sales/service conctacted by investigator? No. Training required? No.